Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one product was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the review period. The error code 41622 was found in the event history log (ehl) review. The customer issue was confirmed, and the root cause of the issue was a defective motor sensor. The motor sensor will be replaced. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy tests results are confirmed to be within specification.

Event description:
It was reported that the device exhibited system error 41622. There was no reported patient involvement.